Event description:
I had hysterectomy to remove essure and stop the problems that it was causing. Heavy, painful periods; joint pain in the hips, knees, shoulders, elbows, inflammation throughout my body, hair lose; mental cloudiness.